Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fracture, and connection issue related to the implantable pulse generator (ipg). The rv lead was explanted and replaced. It was also reported the ipg exhibited loose set screw and connection issue. Revision procedure performed and the ipg remains in use. No patient complications have been reported as a result of this event.